Event description:
This is a spontaneous report from a nurse from (B)(6) of peritonitis in a patient coincident with physioneal therapy. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent. Treatment information was not provided. It was not reported if the patient was hospitalized for the peritonitis. Outcome was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.